Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported the device was beeping. Upon interogation the shocking impedance had been out of range for three days. The impedance had been out of range 9 months ago, and at that time a lead revision was performed, and the impedance was then normal. A guidant technical services representative recommended performing patient maneuvers while measuring the shock impedance.